Event description:
General report received of an unspecified number of undocumented incidents of the shutoff valve not closing when the solution in the soluset emptied. The customer reported the soluset was filled with 50ml of lactated ringers solution and the slide clamp above the soluset was closed. The roller clamp below the soluset was adjusted for a "slow flow" rate. Reportedly, "the flap on the bottom of the soluset is not closing" and "the fluid flow was not controlled during delivery". There were no reported adverse pt effects. No medical interventions were required.